Event description:
It was reported the patient's ipg became inoperable due to not charging it for about 3 months. The sjm rep confirmed the communication issue between ipg and multiple external devices. Surgical intervention will be taken at a later to address the issue.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).